Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with operating currents within specification. No unexpected battery out of limit alarm noted. Unable to prime/a33 due to faulty force sensor resistor gold, also unable to perform occlusion, excessive no delivery tests due to prime anomaly. However, the pump passed self, a21 error, basic occlusion and displacement tests. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture noted at electronic or motor assemblies per visual inspection. The was received with cracked case at display window corners, reservoir tube, battery tube threads, missing end cap sticker and minor scratched display window.

Event description:
It was reported that customer experienced keypad malfunction. No blood glucose info given. After troubleshooting, customer was advised insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.